Event description:
A malfunction alarm, specifically alarm 20, was reported while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.